Event description:
A malfunction on the pump was reported by the caller. There was no adverse impact to the customer's blood glucose level. Customer service assisted the caller with resetting the pump, and the malfunction code did not recur after resetting. The customer was advised to continue using the pump and was instructed to call back if the malfunction code appeared again.